Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins has not been working and also that their patient programmer was not working either. No further complications were reported/anticipated at this time. Related pe (B)(4) ins not working-replaced.